Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR that comments entered in section h10 to address section b3, section d6, and section h3-other(81) were inappropriate. Therefore, this supplemental filing is to correct the comments initially entered. Section b3: date of event: unknown, not provided. Section d6: if implanted; give date: unknown, not provided. Section h3-other (81): the device was not returned for analysis. The serial number for this device was not provided, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event, exact date unknown/not provided. Best estimate date is between 6/18/2019-6/28/2019. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted, give date: n/a (not applicable), exact date unknown/not provided. Best estimate date is between 6/18/2019-6/28/2019. If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic rotated during implant. The haptic rotated again. A procedure was performed to correct the rotation. The lens remains implanted at this time. No additional information was provided to johnson & johnson surgical vision.